Event description:
A physician reported a pt who was implanted on 10/21/97 into upper right, upper left, and lower vermilion borders. Procedures were uneventful. Physician observed moderate swelling in entire vermilion border region and redness at insertion and exit sites. He closed sites with 5.0 plain gutta parche self absorbing sutures. Pt was placed on keflex for 5 days beginning 10/20/97. Physician directed pt to sleep with her head elevated, to apply cold packs to implanted sites and to keep areas clean and apply bacitracin ointment twice daily to all suture sites. On 10/27/97 physician removed absorbable sutures due to redness, irritation and edema at incision sites. He noted that amount of edema in vermilion border areas was increased. No new medications were prescribed on this date. On approx 11/17/97 swelling was more pronounced. Physician observed a white colored, firm nodule in medial incision of right upper vermilion border implant (exact date of onset not known). It was tender to touch and was oozing drainage at site which pt stated had begun as intermittent, clear colored constant, yellow pus-like drainage by 11/15/97. Physician prescribed keflex. On approx last date of keflex treatment, 11/27/97, pt reported beginning of soreness swelling, redness and clean drainage in right upper implant site that persisted on 12/10/97. On 12/12/97 physician diagnosed an infection, removed upper right implant and prescribed cipro. On 12/14/97 physician noted swelling, intermittent clear drainage, redness and tenderness to touch at site of right medial exit incision. On 12/17/97 physician noted that all swelling, redness, tenderness and drainage had resolved. He noted a 1mm firm nodule in right medial exit incision site that was not red, painful or tender to touch. On 12/31/97 physician noted that all sites were well healed and clear of any signs of infection. Nodule remained 1mm in size, and was not infected or painful. Physician planned to reimplant in late january 1998 or february 1998.